Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). Examination carried out by:(B)(6). 2. Information to the sample: 2.1 model: infusomat space, 2.2 article number: 8713050, 2.3 serial number/batch: (B)(6), 2.4 software version: m030003, 2.5 hours of operation: 1646, 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No abnormalities were found in the device and alarm history. (History files are attached to the pc notification) 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal ((B)(6) 2023) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. (Pictures are attached to the pc notification) 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,56 bar (should be: 0,1-0,7 bar), pressure stage 9: is: 1,01 bar (should be: 0,8-1,4 bar), the mechanical pressure cut-off was checked: pmax: is: 1,51 bar (should be: 1,8-2,5 bar), pmin: is: 1,28 bar (should be: >1,5 bar), safety clamp was checked: pmin: is: 1,49 bar (should be: >1,2 bar), the mechanical pressure was slightly out of tolerance. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,78%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: the device was disassembled and the inside was investigated. It could be found a damage on the pump frame. No other abnormalities were found inside the device. (Pictures are attached to the pc notification) 3.7 test equipment: description: sika, typ nr.:mh3151 , lab.-ID.-nr.: (B)(6). 3.8 for examination used disposables: description: infusomat space line ., ref.: 8700036sp, lot:23g19e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. During checking the flow rate no abnormalities were found. The deviation of the mechanical pressure is due to a damage on the pump frame.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "vtbi finished;half the bag of fluid left" according to the customer: "vtbi finished in time however half the bag of fluid left in the bag."